Manufacturer narrative:
(B)(4)

Event description:
During implant and after positioning the lead, the lead was noted to be twisted and no measurements were possible. The lead was removed and replaced with no adverse consequences to the patient.

Manufacturer narrative:
One lead was returned for evaluation. Visual inspection revealed twisting of the outer insulation along the entire lead. Electrical testing was performed which revealed an internal short due to the inner coil shorted against the inside of the connector ring caused by over-torque of the inner coil. The results of the investigation concluded the cause of the reported incident was due to damage occurring at the time of implant.